Event description:
A 24 yr old female in hosp for deep vein thrombosis and urinary tract infection. Per investigation party: on 4/28/1998 an investigation into an incident involving a 3m infusion pump model 3000, and control number 24700 was done. Manufacturer's specified operational and maintenance inspections were performed. No problems were noted in these inspections. Service history form pump was downloaded into format that allows it to be imported into word processing program for study. This service history report is very complete and thorough. It records every key press, volume infused and literally everything that occurs to pump. Comparing incident report and service history it was narrowed down to time period when incident occurred. Service history indicated that 250ml solution was infused in fifteen minutes. Service report confirmed what was detailed on incident report filed by nurse. At 1014 greenwich mean time 04/27 a dose/rate calculation setup was entered giving the rate and volume parameters as follows volume to be infused 250.0, rate 10 ml, and voulme this infusion 0.0ml. At 1014 greenwich mean time the infusion started. At 0930 04/28 pump was stopped with following paramaters, rate 10ml, volume to be infused 16.3ml, and volume this infusion 233.7ml. Immediately following dose/rate calculation setup was entered. Although this time parameters service history reported were rate 999.0, volume to be infused 250.0ml, and volume this infusion 0.0ml. At 0939 greenwich mean time pump was started. At 0954, fifteen minutes later, rate was automatically changed by pump to keep vein open, with pump service history reporting rate 3.0ml, volume to be infused 0.0ml, and volume this infusion 250.0ml. Dose/rate calculation does not allow a rate of 999.0ml. Dose/rate is calculated using following paramaters; dose, pt weight, drug amount in fluid container (mg, gm, mcg, or units), and volume in fluid container. No combination of those parameters will allow rate of 999.0ml. If one of those parameters is inputted that is outside of its normal limits, pump will not allow entry of such amount. If dose/rate calculation mode exited without successfully completing procedure, message is written to service history, "dose/rate setup not completed." No such message was found in service history. Investigating party was unable to recreate problem despite numerous attempts. Under no circumstances could investigating party arrive at rate of 999.0 while in dose/rate mode.